Manufacturer narrative:
Findings: pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It is reported that a customer called to have their insulin pump replaced. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were physical damage to the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.